Event description:
The customer contact reported a crack in the semi-rigid adapter fo the clave secondary port. The tubing set was to be used to deliver an unspecified antibiotic solution, at an unspecified rate. It was reported that after an unspecified length of time after the tubing set was primed with an unspecified concentration of saline, the semi-rigid adapter of the clave secondary port on the cassette of the tubing set broke off. The tubing set was replaced and the therapy was initiated. Although there was potential for a leak, no leakage was reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.